Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, the reported material separation-sheath and the reported material split, cut or torn-tip were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the heavily calcified anatomy resulted in the reported/noted sheath material separation; thus during stent deployment resulted in the reported/noted mechanical jam and ultimately resulted in the reported activation failure. Interaction/manipulation of the device resulted in the reported/noted smashed/torn tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery with heavy calcification and no tortuosity. The access sitte was via femoral artery. Pre-dilatation was performed at 3mm and 6mm. The 6.0x60mm absolute pro 0.035 self-expanding stent system (sess) could not be deployed despite unlocking the device. There was no feeling of resistance, however, the physician felt something unusual when turning the thumbwheel. When the system was removed the physician observed that the sheath was still on the stent. A new stent (with a smaller diameter) was deployed at the target lesion to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the distal end of the tip of the catheter was torn and the sheath was separated. The account confirmed that the separation and the torn distal tip occurred during the procedure. There was nothing that separated or tore inside the anatomy and nothing remains in the patient. No additional information was provided.